Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that insulin pump had keypad issue. The customer¿s blood glucose value was unknown. The customer was reported that all key had failure, according to electrostatic treatment, not able to recover. The insulin pump will not be returned for analysis.